Event description:
Procedure: lap esophageal perforation repair. According to the reporter: the jaws of the endo stitch had difficulty opening. Dr. Ferri did not believe this and worked it open the first time. At the 2nd time, the needle blocked in product. The needle is still in the jaws. Be careful of the needle. There is something wrong with the disengaging mechanism. There was no patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Nothing fell in the surgical cavity. Patient's current status reported as recovered. The device is being returned for evaluation.

Manufacturer narrative:
(B)(4).